Event description:
A cysto case was being performed on (B)(6) 2012. When the fiber was connected to the laser and energy was sent from the laser, the fiber sparked at the connection point to the laser. The fiber was removed and a second fiber was used that worked fine. There was no pt harm.

Manufacturer narrative:
The fiber was confirmed to have a break directly behind the sma connector. Examination of the break and the development of a "set" in the fiber creating a permanent bend indicates that the fiber was severely bent beyond the labeled minimum bend radius while the fiber was transmitting laser energy which resulted in the break that cause the hole in the side of the heat shrink directly behind the connector. The complaint was likely caused by an error in user handling during use. A review of manufacturing records indicates all fibers of this lot were 100% tested prior to packaging, indicating that this fiber was conforming to dornier specifications prior to use by the end user.